Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day, the pt was hospitalized for the event. The cause of the peritonitis event was thought to be due to the pt using an electric fan while performing pd therapy, but this cannot be medically confirmed. On an unreported date, the pt was treated with unspecified antibiotics for peritonitis. Nineteen days following the onset of peritonitis, the pt was discharged from the hospital. At the time of this report, the pt was recovered from the event and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The patient was born in 1973. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.